Manufacturer narrative:
Concomitant medical products: product ID: 977c165, lot#serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient has been terribly itchy night and day in the area of his spine where the implantable neurostimulator (ins) was located. The patient noted that this issue started about three months after implant and when they told their healthcare professional (hcp), the patient was told to use anti itch lotion. Since the patient lived alone, they were not able to apply it. In the end, the patient was redirected to follow-up with a healthcare professional (hcp) to check on the ins and future options. There were no reports of device issues or allegations. There were no further complications reported or anticipated. Pt says that the implanting hcp "tore up my spine so bad and I have been in pain ever since 3 days after my implant. They tore it up so bad that I had to move out of my house to an assisted living place because my kids made me move because I was falling down the stairs". Pt says their ins is "floating around in my back area and has somehow moved and wedged against my spine and I don't know if that's what's creating all my back and leg pain or what". Pt says this started "3 days after the surgery". Pt says at this time they had "started to itch so bad and they told me to get anti itch medication. He said there is nothing I can do and told me never to have anyone talk me into taking the leads and the stimulator out". The patient was redirected to their healthcare provider to further address the issue. Pt says they cant take the pain anymore and they take "all sorts of pain pills and a pain patch".